Event description:
The customer returned that the lamp of the evis exera iii xenon light source did not turn on and an ignition error was displayed. The issue occurred when preparing the device for use in a diagnostic procedure. Only the spare lamp would ignite when the device was checked. Another light source was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. Also, evaluation found the ac/dc power supply was faulty, the scope socket was faulty with a loose locking mechanism and worn output connector, an e103 power unit failure error message was displayed, the power button would not remain pressed in, and a non-olympus lamp was used. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: d8. Based on the results of the investigation, the phenomena were reproduced. It was determined that that e103 was displayed, and the spare lamp lit up instead of lighting up the main lamp due to faulty converter unit. Additionally, it was confirmed that the power switch did not work properly and was found broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. It was noted in the investigation the following probable causes: aging deterioration caused by use within specifications, defect caused by wear, reprocessing, handling methods, or procedures. Olympus will continue to monitor field performance for this device.